Manufacturer narrative:
(B)(4). The device has been received. Investigation is not complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the gripper line broke during removal. Following mitraclip deployment, the mandrel was observed causing anterior leaflet tissue injury. It was reported that this was a mitraclip procedure treating degenerative mitral regurgitation (mr) grade 3-4. The clip delivery system (cds) was advanced to the mitral valve and grasped the leaflets without reported issue. During deployment and while removing the gripper line slowly, approximately 18 inches of the gripper line was removed and then it broke. The separated portion of the gripper line remained within the delivery system and was simply withdrawn from the patient. There was no intervention required due to the separated gripper line. The mitraclip remained stable and well seated at the intended treatment area, reducing the mr to 1+. While retracting the cds, the mandrel was observed to have poked a hole in the anterior leaflet. The patient remained intubated and is in reported fine condition. Reportedly, there was no clinically significant delay and the event did not require prolonged intubation or prolonged hospitalization. There was no treatment provided and the patient was discharged from the hospital the following day. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported inability to remove the gripper line and the subsequent gripper line break from the inability to remove the gripper line were confirmed due to an observed knot. The material protrusion however, was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported tissue damage was therefore, related to procedural circumstances of material protrusion. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use (IFU). In this case, given the size and location of the knot, it is possible that the gripper line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the gripper line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the gripper line/mechanical jam and subsequent gripper line break from the mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined. Additionally, a definitive cause for the reported material protrusion in this incident could not be determined. It is possible that the user may have pushed the actuator knob forward after clip deployment, such that the actuator mandrel (atraumatic tip) became exposed, however; this cannot be definitively confirmed. There is no indication of product quality issue with respect to manufacture, design or labeling.